Manufacturer narrative:
The hill-rom tech found the 3 load beams were reading inconsistent. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced load beams 1, 2 and 4 to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the scale was reading inaccurate weights. The bed was located in the bed shop at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).